Manufacturer narrative:
Pr xxxx follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001460758 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
(B)(6) 2022-spoke to customer and wife - no suction issue - wife stated for each bottle they slowly released roller clamp which was closed prior, noticed damage to outer shipping box and also that on two bottles the neck had come off and the plunger would not stay down - discarded all bottles - used another bottle each time successfully - rec'd replacements from ep - no pt harm two bottles had the neck of the bottle/drainage line disconnected prematurely and the customer tried to use them but experienced no suction when use was attempted. Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Prior to use the line was noticed to be disconnected. If it's before use and did they attempt to reconnect it? Yes, customer attempted to reconnect and use. Was the clamp properly closed until after the plunger was pressed yes but noticed on the two bottles that the plunger would not stay down. Is there a photo or sample available showing the reported issue? No sample available. What was the impact to the patient? None.

Event description:
18-oct-2022-spoke to customer and wife - no suction issue - wife stated for each bottle they slowly released roller clamp which was closed prior, noticed damage to outer shipping box and also that on two bottles the neck had come off and the plunger would not stay down - discarded all bottles - used another bottle each time successfully - rec'd replacements from ep - no pt harm. Two bottles had the neck of the bottle/drainage line disconnected prematurely and the customer tried to use them but experienced no suction when use was attempted. - was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Prior to use the line was noticed to be disconnected. - if it's before use and did they attempt to reconnect it? Yes, customer attempted to reconnect and use . - was the clamp properly closed until after the plunger was pressed yes but noticed on the two bottles that the plunger would not stay down. - is there a photo or sample available showing the reported issue? No sample available. - what was the impact to the patient? None.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).